Event description:
The manufacturer's rep reported that the catheter was taken from the box and when the sterile package was opened, it was noted that the catheter stylet was sticking through a perforated hole at the end of the catheter. The catheter was not implanted. No patient injury was reported.

Manufacturer narrative:
H6- the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.